Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was received fully constrained with the stent in the correct position on the device. A visual and tactile examination found the shaft of the device to be kinked at approximately 210mm distal of the main t-valve. At the site of the severe kink the outer shaft appears white due to the kink and the braiding of the outer shaft was showing giving the impression of a white mesh. A visual and tactile examination identified no issues with the tip of the device. No issues were identified during the product analysis.

Event description:
It was reported that contamination occurred. The target lesion was located in the deep vein. A 75cm wallstent endoprosthesis catheter was unpacked and it was found that there was white net-shaped mark on the stent. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that contamination occurred. The target lesion was located in the deep vein. A 75cm wallstent endoprosthesis catheter was unpacked and it was found that there was white net-shaped mark on the stent. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.